Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, after the procedure on the first breast was performed (with the same patient as pr (B)(6)), the scrub technician was removing the monopolar curved scissors (mcs) tip from the sp instrument. Instead of the tip coming off as one part, the clear plastic tip cover came off, leaving the metal portion of the mcs still contacted to the instrument. The provided image showed the two pieces of the tip and how the clear plastic has completely come off. Customer removed the tip cover from the instrument with no issues. Customer noted that the issue happened ¿every other time¿. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted (post-evaluation) if the instrument is received and/or if additional information is obtained. A review of the site's complaint history revealed that patient identifier (B)(6) is a related record of patient identifier (B)(6) (this complaint). An rfe procedure review was performed. It was confirmed that the partial nephrectomy procedure was performed on (B)(6) 2022 on system (B)(4). Review of the provided image is consistent with the alleged two pieces of mcs tip cover coming apart. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) clear plastic tip cover was broken into two pieces during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.